Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The insulin pump alarmed button error and intermittent button response due to corroded keypad traces.

Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer does not recall blood glucose level at the time the alarm occurred. Customer stated he was caught in the rain prior to the alarm occurring. Customer was advised to discontinue use of the device, revert to back up plan, and device needed to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.